Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1933 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metallic coils are identified within the myometrium near the cornua.") In a 48 year-old female patient who had essure inserted (lot no. C22920) for female sterilisation. The patient had a medical history of appendectomy in 1999, tonsillectomy in 1978 and menorrhagia, adenomyosis, intermenstrual bleeding, past tobacco smoking (amount per day: 1 pack/day, # years: 14), appendectomy, loop electrosurgical excision procedure, anemia, urinary tract infection and multi gravida. The patient had a family history of lung cancer. As concurrent condition the report mentioned dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1933 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus , salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure insertion date discrepancy noted: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: preliminary images of the pelvis shows normal configuration. Of the bilateral essure tubal occlusion devices. The microinserts are positioned properly with the proximal ends of the inner coils located within 3 cm of the contrast-filled distal uterine cornua.with subsequent increased graded pressure,the endometrial cavity and cornua became distended.there is no evidence pf contrast material seen along or within the salpinges or evidence of intraperitoneal spillage on either side. Impression: bilateral tubal occlusion due to bilateral essure devices. [Pathology test] on (B)(6) 2017: clinical information: dysmennorhea,irregular intermenstrual bleeding,menorrhagia with regular cycle,adenomyosis. Diagnosis: uterus with bilateral fallopian tubes,hysterectomy and bilateral salpingectomy: cervix: without significant pathologic change; endometrium-proliferative phase endometrium; myometrium-adenomyosis; uterine serosa-endometriosis. Bilateral fallopian tubes without significant pathologic change. Specimen labeled right vesicle peritoneal cyst: benign connective tissue. Gross description: myometrium:metallic coils are identified within the myometrium near the cornua. [Ultrasound scan vagina] on (B)(6) 2017: performed to better evaluate the uterus, endometrium and adnexa. The myometrial tissue is heterogenous and the uterus appears bulbous suggestive of adenomyosis. Two focal fibroids are noted as described above. No free fluid or pelvic mass is seen. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number, surgical pathology report, medical history, concomitant conditions and reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metallic coils are identified within the myometrium near the cornua.") In a 48 year-old female patient who had essure inserted (lot no. C22920) for female sterilisation. The patient had a medical history of appendectomy in 1999, tonsillectomy in 1978 and menorrhagia, adenomyosis, intermenstrual bleeding, past tobacco smoking (amount per day: 1 pack/day, # years: 14), appendectomy, loop electrosurgical excision procedure, anemia, urinary tract infection and multi gravida. The patient had a family history of lung cancer. As concurrent condition the report mentioned dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1933 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus , salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure insertion date discrepancy noted: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: preliminary images of the pelvis shows normal configuration of the bilateral essure tubal occlusion devices.the microinserts are positioned properly with the proximal ends of the inner coils located within 3 cm of the contrast-filled distal uterine cornua.with subsequent increased graded pressure,the endometrial cavity and cornua became distended.there is no evidence pf contrast material seen along or within the salpinges or evidence of intraperitoneal spillage on either side. Impression: bilateral tubal occlusion due to bilateral essure devices [pathology test] on (B)(6) 2017: clinical information: dysmennorhea,irregular intermenstrual bleeding,menorrhagia with regular cycle,adenomyosis. Diagnosis: a. Uterus with bilateral fallopian tubes,hysterectomy and bilateral salpingectomy: cervix-without significant pathologic change. Endometrium-proliferative phase endometrium myometrium-adenomyosis uterine serosa-endometriosis bilateral fallopian tubes without significant pathologic change. B. Specimen labeled right vesicle peritoneal cyst: benign connective tissue. Gross description: myometrium:metallic coils are identified within the myometrium near the cornua. [Ultrasound scan vagina] on (B)(6) 2017: performed to better evaluate the uterus, endometrium and adnexa. The myometrial tissue is heterogenous and the uterus appears bulbous suggestive of adenomyosis. Two focal fibroids are noted as described above. No free fluid or pelvic mass is seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1933 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.